Event description:
It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The leak occurred approximately 48 hours into the treatment, resulting in an estimated blood loss of 540cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was returned for investigation, and initial testing is being performed. The investigation is still ongoing, and a follow up report will be submitted upon completion.